Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal controller unit (ccu) front panel display did not respond. The pump could be operated from the central control monitor (ccm) and the pump speed control knob, but the button on the ccu did not respond, and the lcd was caved in and opaque. There was also a rattle that came from inside the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the centrifugal control unit (ccu) to lab use only (luo) testing equipment. The pst observed that the screen was loose and out of precaution, the device was not powered on until after it was disassembled. Upon inspection, the pst found that the four screws that mount the screen were broken causing the screen to not be properly secured and the electrical connection between the membrane panel and the graphics driver were dislodged. It was determined that the ccu did not meet specification. The service repair technician replaced the display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the centrifugal control unit (ccu) front panel display did not respond. It was noted that the pump could be operated on the central control monitor (ccm) and the pump speed control knob, but that the button on the ccu did not respond. The unit was changed out, with no delay, no blood loss, and the procedure was completed successfully. There was no provided contact information for the clinician, so the manufacturer's clinical specialist contacted the manufacturer's subsidiary, who confirmed that the ccu was changed out while on cpb.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.